Manufacturer narrative:
Evaluation method results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined as product analysis has not been completed. Analysis: analysis of the returned product is currently underway. Device history record (DHR) shows that the product met manufacturing specifications for product released for distribution. Upon completion of the analysis, a follow-up report will be submitted to FDA. Conclusion: no conclusion can be drawn at this time as product analysis has not been completed. No adverse pt effects.

Event description:
Medtronic received info that the valve was abandoned when one leaflet of the aortic valve failed to close. This observation was made during the surgical procedure, when a trans-esophageal echo demonstrated severe central regurgitation. The valve was replaced without reported adverse effect to the pt.